Manufacturer narrative:
(B)(4).

Event description:
The patient reported an intermittent loss of therapy. The patient had a recent back surgery to "lessen pressure on a nerve for my left foot, my left ankle pain". Following the surgery, the patient had no pain, but once the patient tried to do something physical, the back pain came back. This had been happening since the surgery 5 weeks ago. The patient noted, "when he had pain at night when he sleeps so he uses his scs then to help him sleep at night." The pt said that he did not have pain when he was sedentary, but had pain when he does something physical, which started since the back surgery 5 weeks ago. The surgery had helped because "before the surgery, I always had major pain all the time, but now it's just when I am physical". The patient said that the scs was implanted for "horrible pain in my ankle in my left foot, and this surgery was to lessen the pressure in the nerve on my foot and it has helped when I am sedentary". The patient stated that yesterday, he had pain come back at 6pm after changing the battery on his car. Later that night, he "got a horrible pain right below my butt cheek and the pain was almost constant, it reminds me of pain that you get from a ruptured disc and I could also feel it in my hamstring, it would hit me and then it would go away and then come back, and this morning I turned the stimulation off and the pain then went away". "Even before the surgery, I suspected something probably 6 months ago, I suspected that something was wrong with the stimulator, and I have never let it go completely empty but I did let it get kind of low, and this morning the battery was low and then I turned it off and did not have pain". This had been happening for 6 months - where "when I let the battery get low- I find that I have more pain". The stimulation pattern was the same as before the surgery. The patient experienced uncomfortable stimulation/overstimulation. The patient reported a shocking/pain when the implantable neurostimulator (ins) battery was very low. The patient described the pain feeling like a ruptured disc. The pain did not feel like normal, chronic pain. Impedances were c1 - 773, c2 - 445. The manufacturer representative stated the electrode impedances ranged from 716-1037 and nothing looked abnormal. The ins was on and adaptive stimulation was disabled. He did not experience symptoms when the ins was off. Once the patient turned off the stimulation, the pain subsided immediately. The change therapy was not related to positional movement. It was not positional, but occurred when the patient was lying down. The clinician programmer showed no anomalies. The patient had good coverage when stimulation was on. The representative said the patient never had this problem when the device was charged above (B)(4). The representative reported two instances of painful stimulation. 3-4 months ago, the patient had back surgery - patient had painful stimulation when device was low, before back surgery, then experienced painful stimulation again after back surgery. He had not had any falls or trauma. The patient was redirected to his hcp. The patient outcome was not reported. The indication for therapy was failed back surgery syndrome and spinal pain. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient that reported that the patient felt a significant pain in his foot that subsided after recharging for about 10 minutes. The date that the significant pain occurred was not provided.